Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation locked, inserted through the sheath and loader, after being used in the procedure. The returned delivery system and sheath were visually inspected for any abnormalities. The delivery system was inserted through the sheath and loader, with a kink on the balloon shaft due to packaging. The distal tip of the balloon was cut off. There was a radial burst, nut no missing balloon pieces. There was bunching at the distal end of the detached inflation balloon. There was a liner delamination approximately 5" from the distal tip. No liner tears were observed, the marker band was intact. There was some distal tip damage, and a kink approximately 5" from the distal tip. The sheath shaft expanded normally. Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing nonconformance. The balloon single wall thickness measurements were within specification. Due to the condition of the returned device (balloon burst and guidewire lumen cut) no functional testing was able to be performed. No IFU/training deficiencies were identified. DHR review was performed for the components that were the most relevant to this complaint event. These work orders did not reveal any manufacturing related issues that could have contributed to the reported events. A lot history review of the related work order was performed and revealed no other similar complaints relating to ¿balloon - burst" or ¿delivery system ¿ withdrawal difficulty.¿ a review of complaint history from june 2016 to may 2017 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for ¿balloon ¿ burst.¿ a review of the complaint history revealed that the occurrence rate for ¿balloon ¿ burst¿ did not exceed the may 2017 control limit for the trend category of ¿balloon burst.¿ a review of complaint history from june 2016 to may 2017 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for ¿delivery system ¿ withdrawal difficulty.¿ a review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ withdrawal difficulty¿ did not exceed the may 2017 control limit for the trend category of ¿withdrawal difficulty.¿ during manufacturing, there were multiple 100% inspections performed on the inflation balloon, including balloon dimensional inspection. During final inspection, the entire device was 100% visually inspected. During manufacturing, the commander delivery system was 100% air pressure leak tested as well as post balloon catheter leak test inspection. In addition, during product verification (pv) testing on a sampling basis, all units from the related work order passed pv testing. As a part of pv testing, balloon burst pressure testing and system retrieval force testing were performed on finished devices. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. The complaint for ¿balloon ¿ burst¿ was confirmed by visual inspection of the returned device. A radial tear was observed on the inflation balloon. Dimensional inspection and a review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint ¿balloon ¿ burst.¿ available information indicates that patient factors (annular calcification) may have contributed to the event. Moderate calcification was known to be present in the native annulus and case notes revealed that the ¿doctor believes it is possible that annulus calcification caused the balloon burst.¿ a detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The complaint for ¿delivery system ¿ withdrawal difficulty¿ was confirmed based on the returned condition of the sheath (sheath distal tip damaged, liner delaminated), but no potential manufacturing nonconformances were identified. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint ¿delivery system ¿ withdrawal difficulty.¿ available information suggests that procedural factors may have contributed to the reported event. The reported condition of the balloon burst could have caused difficulties withdrawing the delivery system balloon into the sheath, as the balloon component can drag or catch onto the sheath distal tip during retrieval. Additionally, if the balloon was caught on calcification, then this could have contributed to the observed withdrawal difficulty. However, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product nonconformances were confirmed in the returned complaint sample and the occurrence rate for ¿balloon ¿ burst¿ or ¿delivery system ¿ withdrawal difficulty¿ did not exceed their corresponding complaint control limits. The complaint for ¿balloon ¿ burst¿ was confirmed; however, no potential manufacturing nonconformances were identified. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the may 2017 control limit for the trend category ¿balloon burst.¿ therefore, no corrective or preventative action is required. Available information suggests that patient factors (annular calcification) may have contributed to the event. It can be speculated that the root cause is related to the rationale outlined in the technical summary written by edwards lifesciences. The complaint for ¿delivery system ¿ withdrawal difficulty¿ was confirmed based on visual inspection but no manufacturing nonconformances were identified. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the may 2017 control limit for the trend category ¿withdrawal difficulty.¿ therefore, no corrective or preventative action is required. Available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the reported event. A definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the deployment of a 26 mm sapien 3 valve by tf approach in aortic position, the commander balloon burst due to aortic calcification. Difficulties were encountered during withdrawal, the team was unable to retrieve the delivery system through the sheath and it was tried to remove the whole system together. The balloon got stuck at the common iliac artery so the balloon was cut from the device. Vascular surgery had to be performed to remove the rest of the balloon. The native annulus had moderate calcification.